Event description:
It was reported that stent moved on balloon occurred. A 4.00 x 12 synergy drug-eluting stent was opened, however, it was noticed that the stent was not properly attached to the stent balloon. The stent was easily removed from the catheter and the procedure was completed with another of the same device. There were no complications reported and the patient was stable.